Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the ok keypad button has been sticking for "a few weeks". The patient reportedly wears the pump outside of clothing and does not clean the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all of the keypad buttons responded normally. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. On testing, the audio bolus button was inoperable. On investigation, it was noted that the slug was missing from the audio bolus button.